Event description:
Initial total bilirubin result for a pt sample was 0.6 mg/dl. When retested, the result was 27.4 mg/dl. The field service representative investigated and found the air dryers were clogged. He repaired the instrument by replacing the air dryers and the sample side probes.